Event description:
During coronary intervention, the firestar balloon ruptured at six atmospheres (atms). The pt was a male but his age unk. The target lesion was aha8. It was unk if the lesion was a de novo. The lesion was not calcified or tortuous. There was heavy calcification proximal to the lesion. There was 99% stenosis. The product was properly inspected and prepped. There was no difficulty accessing the lesion with a guidewire while the firestart (2.25/15mm) was being inflated, the balloon ruptured at 6 atms at the first inflation. Physician confirmed that there was blood flowing back into the inflation device. The contrast to saline ratio was 1:1. It is unk how the procedure was finished, but it was safely finished. There was no pt injury reported. The physician commented that the balloon may have become caught at the area of calcification proximal to the lesion.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.